Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated that the cgm did not sound alerts or obtain correct cgm values to warn him of an imminent low blood glucose level. No cgm or bg values were provided. He had seizures and was hospitalized. No treatment information was provided and further attempts to reach the patient were unsuccessful; therefore, no additional patient or event information is available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.